Event description:
It was reported that the pump battery would not charge, even after being connected for more than two hours with different cables. Consequently, the pump could not be turned on. The customer¿s blood glucose level was recorded at 160 mg/dl, which was within the normal range. The customer reverted to an alternate form of insulin therapy. No additional outcome information was available.